Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's dexcom g6 was not connecting to the ilet pump, leading to a lapse in insulin dosing until troubleshooting restored connectivity and insulin delivery, during which the user recorded a high reading with a peak glucose of approximately 450 mg/dl and used backup therapy; education was provided as the user did not comprehend that the device had stopped dosing. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment due to the prolonged hyperglycemia. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and no specific part or component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.